Event description:
Drive devilbiss healthcare was notified of an incident involving a rollator by the end user's daughter who stated that the front right fork assembly came out while in use causing the end user to fall. The end user went to the emergency room and was diagnosed with a sprained wrist, bruised shoulder and a bump on the head. As part of its complaint review and evaluation process, drive devilbiss healthcare will also notify the manufacturer of the product about this complaint.